Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at an unspecified time on (B) (6) 2010, she obtained an alleged high blood glucose result of "397 mg/dl" with the subject meter. The pt stated, she manages her diabetes with insulin (self adjuster). The pt claimed, she administered an unspecified amount of insulin (type unknown) based on the meter result. A couple of hours after obtaining the alleged high reading, the pt stated, she felt shaky. It is not known if the pt treated self or received medical treatment in response to the symptom. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the reported products. Replacement items were sent to the pt. This complaint is being reported because, the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 5.8 inr/4.45 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.